Event description:
The facility representative reported a fail code 703 during biomed testing.the hosp rep stated that there were no reports of pt injury or medical intervention. No add'l info is available.